Manufacturer narrative:
(B)(6) 2014. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having pain around the ipg site. Database analysis revealed no anomalies. The patient was administered injections and was reportedly doing well.